Manufacturer narrative:
(B)(4).

Event description:
It was reported that a display issue occurred. A rotablator rotational atherectomy system was selected for use. During procedure, it was observed that the rpm display had blanked out. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The console and foot pedal were tested using a rotalink 1.75mm burr. The rotational speed in dynaglide mode was 71 krpm; in turbine mode, the speed was set to and maintained 180 krpm and 190 krpm; the maximum turbine rotational speed reached was 229 krpm. These are typical operational speeds. The console did not exhibit any problems with any of the displays (rotational speed, procedure timer, event timer). The foot pedal functioned properly, readily activating/deactivating the burr rotation and switching the console between turbine and dynaglide modes. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that a display issue occurred. A rotablator rotational atherectomy system was selected for use. During procedure, it was observed that the rpm display had blanked out. There were no patient complications reported.